Event description:
It was reported that this lead was unable to be implanted as when it was removed from its sterile packaging, it was observed that there was a lack of insulating silicone material between the distal and proximal electrodes. The lead was not used and it was replaced. No adverse patient effects were reported.

Event description:
It was reported that this lead was unable to be implanted as when it was removed from its sterile packaging, it was observed that there was a lack of insulating silicone material between the distal and proximal electrodes. The lead was not used and it was replaced. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the outer insulation has separated from the helix housing approximately 515 millimeters (mm) from the terminal end. This type of damage is consistent with damage during implant. The reported insulation damage was likely the result of the lead damage observed by the laboratory.